Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing two open samples with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the two defective samples in the picture received and the fact that there are previous confirmed complaints about the same problem for this code-batch, we consider this complaint to be confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous complaints showed that the needle escaped from the thread. Final conclusion: taking into account the picture received showing two defective samples and that there are previous confirmed complaints regarding the same issue for this code-batch, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgical needle is detached from the suture thread. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.